Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had fluid in the reservoir compartment. Customer removed the reservoir. Customer stated that the drive support cap does not appear to be damaged. Customer dried the compartment with a q-tip.